Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 12227-2012-00042. The physician performed a dilation and sounding (not hologic devices) prior to the novasure endometrial ablation. The patient's uterine sound measurement was 11cm. A hysteroscopy was performed and the physician visualized "yellow tissue", which he was confident was not bowel. The physician did note the cavity "appeared to be abnormal with anterior pathology". He sounded again with a suresound and met resistance. He inserted the novasure disposable device, but decided to abort "due to possible perforation". No treatment was needed for the suspected perforation and the patient was discharged home.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant, lot number of the suresound not provided by the complainant. Device history report (DHR) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether nor not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) precautions: the efficacy of the novasure system has not been evaluated in patients with a uterine sound measurement greater than 10 cm. (B)(4).